Event description:
User reported an ongoing issue with discrepant tsh results since (B) (6) 2009. Total number of patient samples affected was not provided. Only the following patient example was provided which occurred on (B) (6) 2009 and was discrepant. Sample type is serum drawn in a bd gold top serum separator gel tube. Initial and repeat testing were performed on the primary sample tube. Initial result gave 0.061 uiu/ml. User stated per their lab protocol all results less than 1.0 uiu/ml are repeated. Sample was repeated twice giving 0.435 and 0.440 uiu/ml. The original result of 0.061 was not reported to the physician and the patient did not receive any treatment based on the erroneous results. No information was provided regarding any prior events. The field service representative could not find a cause. He checked alignments of sipper with no issues found. He found a bent mixing paddle and the mixing paddles were replaced. To verify analyzer performance, tests were run and all results were normal.